Manufacturer narrative:
A review of the complaint history for(B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02feb2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis had a failed drawer, and the user was unable to pull the meds from the station. The customer tried to reboot, but the issue still persists. A field service engineer stated that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer reported that the user was unable to retrieve medication from the drawer and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.